Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va11m35, implanted: (B)(6) 2015, product type: lead.

Event description:
A patient reported via a manufacturer representative (rep) decreased efficacy. The rep noted the patient was very active. The patient had an impedance check on (B)(6) 2017 and all electrodes were about 4000 ohms. The rep stated impedances was checked three at increased amplitude 1/2/3. The rep noted the issue was not resolved. The rep noted surgical invention did not occur and surgical was planned and was scheduled for (B)(6) 2017. The patient is implanted for gastrointestinal/pelvic floor.